Event description:
Reference number (B)(4). Event occurred in the united states. This emder is being submitted for unknown number quantity. It was reported that the patient faced an infection at infusion sets insertion site on (B)(6) 2025. Patient discussed the infection with the health care professional and recieved the medication for the infection. Infusion sets were used for 2 days. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(6) - MDR 3003442380-2025-12675. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(6) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007197 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007197 was manufactured according to the work instruction (wi) version 97 on 21-may-2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/ago/2025 against malfunction code no malfunction based on complaint information, harm code infection (requires prescriptive treatment e.g., oral antibiotics) and lot 6007197 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.